Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the bacterial (unspecified) peritonitis was unknown. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the event. The status of dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, ¿a few days later¿, the patient re-experienced cloudy effluent. This cloudy effluent is a manifestation of peritonitis. Ampicillin was discontinued after a twenty one day course. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: during follow up it was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day as onset, the patient began treatment with vancomycin (intraperitoneally, 2 gram, every three days) and ceftazidime (intraperitoneally, 1 gram, once in a day) for the event. On (B)(6) 2015, treatment with ceftazidime and vancomycin were discontinued and the patient was switched to ampicillin (250 milligrams, four times a day, intraperitoneally). At the time of this report, treatment with ampicillin was ongoing and abdominal pain was reported to be resolved. The peritonitis event was reported to be resolving. It was reported that the patient was temporarily switched from apd therapy to continuous ambulatory therapy and capd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.